Event description:
Event description boston scientific crm received information that this transvenous defibrillation lead was explanted due to an infection. During the extraction, the helix mechanism became separated from the lead, and remains enbedded in the myocardium. A boston scientific crm technical services (ts) consultant answered questions related to having an MRI with the lead tip remaining in the tissue. To date, there have been no reported patient symptoms associated with this clinical observation.